Event description:
Per the clinic, the patient experienced a decrease in performance. The results of an integrity test indicate multiple electrode anomalies. Patient was explanted 2009, and the patient was reimplanted with a new device during the same surgery.